Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 (to capture unplanned vitrectomy). Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non pre-loaded suspect lens (iol) was damaged during implantation, with patient contact, with vitrectomy performed. It was stated that because there was patient contact, the suspect iol will not be returned for evaluation. No other information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that date of birth submitted in section a2 of initial report was incorrect. Correct date of birth is (B)(6) 1954 instead of (B)(6) 1954. This supplemental report is being submitted to correct this. Field below updated: section a2: date of birth: (b)(5) 1954. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.